Event description:
It was reported that the pacemaker exhibited a low, out-of-range right ventricular (rv) pacing lead impedance measurement measuring, less than 200 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. This resulted in a lot of episodes with noise. The device was re-programmed to aai and impedances measure between 200-300 ohms. Technical services discussed bringing in the patient for an evaluation and full lead test. At this time, the pacemaker and this rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).